Manufacturer narrative:
H11: in the previously submitted report, the manufacturer initially left the reporter country blank. In this report, the manufacturer has updated the reporter country to united states. Section e has been updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nose irritation, dizziness and/or headache, and lung cancer. The device was returned to a third-party service centre. During the evaluation of the device was visually inspected and found no evidence of foam degradation. During the evaluation secondary findings was observed. The device's downloaded logs were reviewed by the technician. There was no error code found. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device was not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, dizziness and/or headache, and lung cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.